Event description:
Initial report from a social media post was that a patient experienced a seizure 6 weeks after vns implant resulting in the patient hitting his head and passing away. The patient's mother stated that she wished her son had benefited from vns. No other relevant information has been received to date.